Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the mildly tortuous and severely calcified anterior tibial artery. A 2mm x 40mm x 145cm coyote es balloon catheter was advanced for dilation. However, on initial inflation at 3 atmospheres, the balloon ruptured. The procedure was completed with another of same device. There were no patient complications nor injuries reported.